Manufacturer narrative:
Pump passed operating current, error test,displacement test but alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and broken battery tube threads.

Event description:
The customer reported via phone call that the battery cap for the insulin pump is lost. Customer's blood glucose was 385 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.